Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of the trocar balloon after the balloon dissector on a laparoscopic inguinal hernia repair, they attempted approximately five times to inflate the balloon without success. The device was removed from the abdomen and was inspected. They found out that device did not inflate at all. They also noted that a plastic covering for the balloon was not present and likely still in the pre-peritoneal space. They used another trocar and the second trocar inflated without difficulty and plastic piece was discovered and removed without difficulty. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspections noted that the balloon, valve seal, lock collar and doors appeared intact. The obturator and inflation bulb were received. A functional evaluation found that the balloon was inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.